Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited six shocks to two episodes and had therapy exhaustions. Additional information received indicates the successive shocks on each episode were not appropriate which opted the field representative to reprogram the ICD and the patient was also given some new medications by the physician. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that this implantable cardioverter defibrillator (ICD) was explanted for advisory/recall. This device was returned to laboratory. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.